Event description:
During medex' in-house testing on one plunger holder/ track ii, the hex value was not greater than co, which would have caused the syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software. No patient injury or treatment was associated with this event.